Event description:
This device was explanted due to depleted battery approximately 31 months after implantation. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during manufacturing. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. Therefore the electronic module was attached to an external power supply to test its functionality. Thereby the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 31 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that contributed to the clinical observation.